Event description:
Reporter alleges the pt suffers from chronic fatigue since 1995, fibromyalgia since 1997, temporo-mandibular joint syndrome since 1998 and irritable bowel syndrome since 1984. Pt alleges pain, suffering and defective silicone implants. Medical records state slight bilateral firmness, pain in right breast, external capsulotomy, right ruptured, short of breath, persistent sensation of warmth in extremities and multiple infections after implantation. Operative report states baker ii contracture and both implants were ruptured but contained within the breast capsule; although pathology report states left implant was intact.